Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported no lead detected during basic evaluation. A healthcare professional (hcp) reported they were only able to access and confirm the right s 3 foramen so he only placed one lead in the patient¿s right side and did not place lead on the left. It was noted the external neurostimulator (ens) and controller were working properly during the procedure, but when the case was finished and the white grounding pad cable was connected to the one lead and was also connected to the grounding pad the controller read ¿no lead detected ensure all connections are properly hooked up¿. The hcp reconnected everything and ensured all connections were tight, but same error message occurred so the hcp pulled everything out and discussed possibility of advanced evaluation. The rep reported the cause was never determined. The lead was detected during the testing phase intra op but once the ens and grounding cable was attached to the lead we were never able to activate the lead. The rep and the hcp reconnected everything and made sure all connection were tight, but was never able to resolve the issue so the hcp pulled the lead out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.